Event description:
The customer reported during boot up, a collimator iris potentiometer error comes up. No pt injury was reported.

Manufacturer narrative:
The ge service rep found that the collimator iris stops calibration. He calibrated the iris stop. The system functions as intended.